Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: d1. Additional information: a2, a3, a4, a6, b3, b5, d4, and e1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the infra-scapular area on (B)(6) 2021 using a c150 applicator and dveloped paradoxical hyperplasia (ph).